Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system completely lost power. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the footswitch and cabling were replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. (B)(4).